Event description:
It was reported that during a low anterior resection, the hand switch could not be activated. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.